Event description:
The reporter indicated that they think their generator is stimulating more than the programmed 5 minute duration. The reporter indicated that their generator has been stimulating continously for about 10-15 minutes. The reporter also stated that they had a seizure and the magnet was used which helped the seizure subside. Their vns settings were adjusted one week before the event. The pt has scheduled a follow-up visit with their neurologist.